Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had "no audible alarms when the blue clip was closed" during oxytocin therapy. The medication seemed to be infusing at the right rate when the screen was checked, but the blue clip was closed so it did not infuse. This occurred in the mother child unit. There was not report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported conditions. The reported problem, no audible alarms when the blue clip was closed, was not reproduced during evaluation. The device was tested for upstream occlusion detection and was able to properly detect an occlusion with an audible and visible alarm. The event history log review was completed. The user facility reported that the event occurred during an infusion of oxytocin in the mother child unit. The history log was reviewed on the reported event date and revealed an infusion of oxytocin was programmed at an initial rate of 4 ml/hr and volume to be infused of 500 ml. The user updated the rate multiple times throughout the infusion. There were no alarms recorded during the infusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'no audible alarms when the blue clip was closed' was not verified. The pump functioned as intended during evaluation. Definitive cause could not be determined, however the problem description may potentially related to fa 201-056, which is associated with reinforcing proper IV line setup and detection of upstream occlusions for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.